Manufacturer narrative:
This report is submitted on july 10, 2019.

Event description:
Per the clinic, the device was explanted (unknown date) due to pain. It is unknown if another device was implanted as a replacement.